Event description:
The customer reported that his blood glucose was at 300 mg/dl, and stayed there event though boluses has been administered. When the pod was removed, it was noticed that the cannula was bent.

Manufacturer narrative:
The device was returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.